Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device revealed that the proximal contact was kinked, the delivery wire was kinked 68.5cm from the proximal end, and the main coil was detached from the delivery wire. The main coil did not appear to be detached via electrolysis. Based on analysis and information available, it is probable that the main coil detached from the delivery due to the insufficient flush and the larger inner-diameter microcatheter used during the procedure. The device directions for use (dfu) caution that insufficient flush and the use of an incompatible microcatheter can cause friction during the procedure. Therefore, based on analysis of the device, a root cause of use/user error has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the main coil was broken off from the delivery wire. There were no clinical consequences to the patient.

Event description:
Analysis of the returned device revealed that the main coil was broken off from the delivery wire. There were no clinical consequences to the patient.